Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a motor error alarm on the insulin pump. Customer also reported being hospitalized with high blood glucose at the time of the call. The customer stated they were in the intensive care unit due to diabetic ketoacidosis. Customer's blood glucose was unknown at the time of the call. Customer stated they would call back to troubleshoot for the alarm and the hospitalization. The insulin pump will not be returned for analysis.